Event description:
Additional information was received stating that vns patient¿s device was tested following replacement and post-operative diagnostic results showed normal device function. Since replacement surgery, the patient began experiencing a slight increase in seizures as well as mild discomfort and coughing associated with stimulation. The patient underwent surgery on (B)(6) 2014 and the surgeon confirmed that the high impedance resulted from incomplete lead pin insertion. The lead pin was reinserted and high impedance resolved.

Event description:
It was reported that diagnostics were performed on a follow-up visit on (B)(6) 2014 which resulted in high impedance (>9000 ohms) after generator replacement that occurred on (B)(6) 2014. X-rays were taken and were provided to the manufacturer for review. The cause for the reported high impedance cannot be fully determined. There was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. Additionally, full pin insertion appears to be the most suspect issue regarding this high impedance case. Due it image quality there was portions of the lead that were difficult to visualize and fully assess. Attempts for additional relevant information have been unsuccessful to date. No surgical intervention has been reported.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer did not reveal cause of the high impedance, but it cannot be ruled out that there is incomplete lead pin insertion into the generator.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that the event date occurred on the date of implant. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional. Date of implant; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.